Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Multiple attempts to obtain information from the surgeon have been made. No additional information has been provided to date.

Event description:
It was reported that patient underwent hip arthroplasty utilizing the freedom constrained head and liner in 2007. Subsequently, the patient's hip dislocated. No further information has been provided to date.